Event description:
As reported, approximately 3 years postop left tka, this patient experienced a poly exchange due to mid flexion instability from previous surgery. Size #2 11mm ps insert exchanged for #2 15mm psc insert. No other issues detected.

Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted the revision reported in case-2019-00000816 was likely the result of excessive posterior slope of the tibial baseplate, which led to instability in flexion. However, this cannot be confirmed because the device was not available for evaluation.

Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted the revision reported in (B)(4) was likely the result of excessive posterior slope of the tibial baseplate, which led to instability in flexion. However, this cannot be confirmed because the device was not available for evaluation.

Event description:
Initial implant operative note (B)(6) 2016: preliminary diagnosis: degenerative arthritis left knee. Sterile compressive dressing was applied. The patient was transferred to the recovery room in stable condition. Additional information provided via legal department 15 mar 20203: on (B)(6), 2016, the patient underwent left total knee replacement surgery and was implanted with an optetrak logic psc polyethylene tibial insert (serial #: (B)(6)). Then on (B)(6), 2019, the patient underwent left knee revision surgery due to accelerated and preventable wear of the optetrak logic psc polyethylene tibial insert. During this procedure, the patient was implanted with a truliant psc polyethylene tibial insert (serial #: (B)(6)).

Manufacturer narrative:
Additional information: b5, b7, d4, d6a, g4, h4, h6, h7, & h9 d10. Implants-optetrak logic femoral component size 2 left; optetrak logic tibial base; three-peg cemented patella 32mm sn (B)(6). H6. The received x-ray was reviewed by the senior director of engineering and development for knee devices. He observed that ¿the femoral component may be slightly flexed, but this is not obvious, not knowing the location of the femoral head to define the mechanical axis. On the other hand, the posterior slope of the tibial baseplate is quite high. [Exactech¿s] operative technique recommends 3 degree of slope. I don¿t have a goniometer, but here, the slope of is definitively way higher than 3 degree. This can explain some type of laxity (and therefore instability) in flexion.¿

Manufacturer narrative:
Pending evaluation.

Event description:
Poly exchanged due to mid flexion instability from previous surgery. Size #2 11mm ps insert exchanged for #2 15mm psc insert. No other issues detected.